Event description:
It was reported while using bd vacutainer® serum blood collection tubes, closure separation occurred with one (1) tube while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, which shows a tube with a defective stopper separated from its hemoguard. Additionally, 29 retained samples were sent for functional testing, with none of the 14 samples failing the first test and none of the 15 samples failing the second test. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation based on customer photo analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, closure separation occurred with one (1) tube while on the analyzer. No adverse impact was reported regarding the patient or user.